Event description:
Healthcare professional reported left side rupture. Later, a healthcare professional noted on imaging ¿isoechogenic oval nodular image is observed, with cystic areas inside, with non-circumscribed margins measuring 10 x 4 mm, not seen in previous studies. Retroglandular prosthesis with irregular contours, with signs of intracapsular rupture, also observing areas with a snow storm sign at the level of the periprosthetic parenchyma of the lower inner quadrant, and in an axillary node located at level one, suggestive of extracapsular rupture.¿ the device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Event of "oval nodular image", is non device related.